Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did heat up but didn't cut tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did heat up but didn't cut tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. Signs of blood and tissue were observed on the jaws. Specks of blood were observed on the harvesting handle. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the hot jaw. No other visual defects were observed. The toggle switch was manipulated to test the jaws. It was observed that the jaws did open and close accordingly. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the electrical/cautery test, it did produce slight visible steam and the audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with the same results. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. The device activated and produced light steam but was not able to cauterize the bacon repeatedly. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the return condition of the device, the reported failure "failure to cut" analyzed failure "material twisted/bent; wire" were confirmed.